Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one femoral denali filter system was returned for evaluation. The storage tube and y-body were returned separated from the pusher catheter. Skiving was found inside the storage tube; the skiving is most likely due to the filter feet as it was being advanced through the storage tube. The distal tip of the storage tube is slightly buckled. The pusher wire detached approximately 0.6cm from the pusher pad. The filter was received stuck in the introducer sheath. The detached end of the pusher wire was seen from the proximal end of the sheath hub; the break appeared to be uneven. It is possible the detachment occurred when the user attempted to advance the filter. However, it is unknown when the detachment occurred. The pusher catheter was kinked approximately 29.2cm from the handle; it is unknown how or when the kink occurred as it was not reported by the user. However, the manner in which the device was packaged for return may have contributed to the kink. No other anomalies were identified. Functional/performance evaluation: the introducer sheath was cut. The filter and distal end of the pusher wire were removed from the sheath. The filter contained all 6 legs and arms which were present and intact. Heat was applied to the filter and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review: medical records were not provided. Image/photo review: no images or photos were provided. Conclusion: the complaint investigation is confirmed for failure to advance as the filter was found stuck inside the introducer sheath. The investigation is confirmed for a detached pusher wire. The detached pusher wire likely occurred as the user pulled back the pusher rod in an attempt to advance the filter stuck in the storage tube. Per the IFU, "delivery of the denali® filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath." The definitive root cause for the advancement issues is unknown. It is possible that procedural issues contributed to the reported event. Labeling review: the current denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter remained inside the storage tube and could not be advanced to the deployment sheath. The filter system was exchanged for a new filter that was deployed without incident. There is no reported patient injury.